Manufacturer narrative:
The technician found worn gears on the brake caster and replaced the brake caster to repair the bed.

Event description:
Information received indicates the caster is ratcheting after the brake is set.